Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was admitted to hospital due to a slow ventricular tachycardia (vt) below the programmed detection zone and was externally cardioverted to terminate the rhythm. Upon admission, it was noticed that the right ventricular (rv) lead exhibited high out of range (oor) pacing impedance measurements. Boston scientific technical services (ts) reviewed the ICD data and mentioned there were no slow vt episodes stored. However, it was noticed that the amplitude had been gradually decreasing while the pacing impedance had been increasing. The implantable cardioverter defibrillator (ICD) had generated a red alert due to oor impedance on (B)(6) 2019. The alert was manually cleared and the limit was reprogrammed to 3000ohms. Ts stated evidence suggested the abnormal measurements could have been caused by a calcification of the lead tip and proposed testing the lead integrity. The system remains in service. No adverse patient effects were reported.